Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 1627487-2019-07179. Related manufacturer reference number# 1627487-2019-07181. It was reported the patient experienced a burning sensation and discomfort (described as pain) located on a nerve while being ambulatory. In turn, the patient declined reprogramming. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the entire system was explanted. Further follow-up determined that the patient's pain has resolved postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.